Event description:
It was reported the case is cracked and the handle is missing. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Battery contacts and battery flex are corroded. Battery release is contaminated. Upper and lower cases are cracked (broken). Side bail covers, ring cover, side bails, and ring are missing.